Event description:
An email reported a decline in battery life, requiring a three-day change before the expected time. There was no reported impact to the customer¿s blood glucose level. No further details or additional information regarding the outcome of the event were available as the customer declined follow-up.